Event description:
It was reported that a vessel perforation occurred. The chronic total occlusion (cto) lesion being treated was located in the right coronary artery. While using a crossboss catheter, it was noted that it tracked through a marginal branch and perforated the artery. The vessel was treated with a tamponade with a unspecified balloon and covered stent. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).